Manufacturer narrative:
A compromised force sensor system error alarm was received during basic occlusion test due to protruded/loose drive support disk. Priming test could not be performed due to loose drive support disk. The device was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called and reported receiving an alarm on the insulin pump, which indicated the force sensor system was compromised. The customer's blood glucose was not known. The insulin pump had not been bumped or dropped prior to the alarm occurring. The drive support cap was sticking out and customer did not recall pressing it while connected. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.